Manufacturer narrative:
Further investigation was performed on the thermogard console (s/n (B)(6) ) at zoll japan. The root cause of both the reported intermittent tcmid:05 error message and the tcmid:08, which occurred during the preliminary functional testing, were determined to be due to a defective component on the pic-16 circuit board. The pic-16 circuit board was replaced to remedy the faults. Following service, the thermogard console passed all tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of complaints reported for thermogard xp ivtm system with s/n (B)(6) .

Manufacturer narrative:
A preliminary investigation was performed at zoll service depot. The reported complaint of "the thermogard xp ivtm system (s/n (B)(4)) intermittently displayed tcmid:05 (coolant diff failure) error messages upon powering up" was confirmed based on the review of the event logs and during the preliminary functional testing. Further investigation will be performed to determine the root cause of the tcmid:05 error message. Visual inspection of the thermogard xp ivtm system was performed, and no issues were observed. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed to have occurred on the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional testing as the console displayed a tcmid:08 (coolant temp low) error message upon powering up, unrelated to the reported complaint. The system was re-started to troubleshoot the issue. Once the system was powered back up, the thermogard console displayed a tcmid:05 error message; thus, confirming the reported complaint. The root cause of the intermittent tcmid:05 error message could not be determined during the preliminary investigation. A follow-up report will be submitted when an in-depth investigation has been completed by zoll.

Event description:
At the start of the ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) intermittently displayed tcmid:05 (coolant diff failure) error messages upon powering up. The system was powered off/on a couple of times, but the issue was not resolved. However, when the system was re-started for the third time, the error message was cleared, and the console passed the power-on-self-test (post) with no issues. The system was placed back for use, and the patient treatment was completed successfully with no issues. No consequences or impact to patient.